Manufacturer narrative:
The field service engineer (fse) found an issue with the pinch valve. The fse replaced the pinch valve and tubing. Calibration and quality control results were acceptable. The instrument operates within specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results from multiple assays and multiple patients when tested on measuring cell 1 on the e602 instrument. The customer indicated that corrected reports were issued for 19 patients. The customer provided specific results for 14 patients that were erroneous when tested for thyrotropin (tsh), vitamin b12, folate (folate iii), testosterone (testosterone ii), and total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa. The erroneous results were reported outside of the laboratory. The repeat results from a different e602 analyzer were believed to be correct. Patient 1: initial tsh result was 0.953 uiu/ml. The repeat result was 3.62 uiu/ml. Patient 2: initial tsh result was 0.772 uiu/ml. The repeat result was 2.02 uiu/ml. Patient 3: initial tsh result was 1.35 uiu/ml. The repeat result was 3.88 uiu/ml. Patient 4: initial tsh result was 1.51 uiu/ml. The repeat result was 4.31 uiu/ml. Patient 5: initial tsh result was 0.70 uiu/ml. The repeat result was 2.79 uiu/ml. This patient also had an initial vitamin b12 result of 1477 pg/ml. The repeat result was 743.6 pg/ml. Patient 6: initial vitamin b12 result was 1003 pg/ml. The repeat result was 481 pg/ml. Patient 7: initial folate iii result was 14.9 ng/ml. The repeat result was 6.85 ng/ml. Patient 8: initial vitamin b12 result was 1908 pg/ml. The repeat result was 1207 pg/ml. Patient 9: initial vitamin b12 result was 738 pg/ml. The repeat result was 323 pg/ml. Patient 10: initial vitamin b12 result was 1766 pg/ml. The repeat result was 1051 pg/ml. Patient 11: initial testosterone ii result was 836 ng/dl. The repeat result was 262 ng/dl. Patient 12: initial tsh result was 1.28 uiu/ml. The repeat result was 3.97 uiu/ml. Patient 13: initial total psa result was >20 (unit of measure not provided). The repeat result was 10.5 (unit of measure not provided). Patient 14: initial tsh result was 0.64 uiu/ml. The repeat result was 1.63 uiu/ml. This patient also had an initial testosterone ii result of 892.7 ng/dl. The repeat result was 306 ng/dl. No adverse event occurred. The tsh reagent lot number was 19007400 with an expiration date of 06/30/2016. The vitamin b12 reagent lot number was 18733101 with an expiration date of 02/28/2017. The folate iii reagent lot number was 18702200 with an expiration date of 10/31/2016. The testosterone reagent lot number was 18786101 with an expiration date of 12/31/2016. The total psa reagent lot number was 18561200 with an expiration date of 09/30/2016.

Manufacturer narrative:
The investigation agreed that the pinch tube issue identified by the field service engineer (fse) was the root cause of the discrepant results. The issue was solved during troubleshooting. The customer indicated the issue was resolved after the service action by the fse.